Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Additionally, resistance was felt when filling the cartridge during the load sequence. Reportedly, the needle and multiple cartridges were changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 97 mg/dl.